Event description:
It was reported that the patient was revised approximately twelve days post implantation due to the glenosphere loosening from the baseplate. During the procedure, it was noted that the poly had disassociated from the humeral tray. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event: 0001822565-2023-01108, 0001822565-2023-01109. D10: comp rvrs shldr glnsp std 36mm cat; 115310, lot: 65705458; mini tray std cocr +0 offset cat: 110031399, lot; 65651764; bearing standard 36 mm diameter cat; 110031424, lot: 65592706. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g1-2, g3, g7, h1, h2, h3, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: implant disassembly with disassociation and superior displacement of the glenosphere of a left total shoulder arthroplasty. Device history record was reviewed and no discrepancies were found. It was indicated that a rim of bone was left below the glenoid baseplate that prohibited the glenosphere from fully seating; however, with the provided information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.